Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, a shock for supraventricular tachycardia was observed. Programming changes were made and there were no more episodes of inappropriate shocks.